Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a pericardial effusion. An impella rp flex was placed to stabilize the patient. It was not clear where the bleeding was located. Impella support continues.

Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
Investigation summary: ppae (pericardial effusion): the cause of the injury was not determined due to insufficient clinical details.